Manufacturer narrative:
(B)(4).

Event description:
The customer stated that they had questionable results for two patient samples tested for elecsys troponin t gen5 stat assay (tntstat5) on a cobas e 411 immunoassay analyzer (e411). Of the two samples, one had an erroneous tntstat result that was reported outside of the laboratory. The sample initially resulted with a tntstat5 value of 28.55 ng/l. The sample was repeated twice on (B)(6) 2018, resulting as 27.39 ng/l and 27.62 ng/l. The sample was sent to a second hospital for troponin I testing on a cobas 6000 analyzer, resulting with a troponin I value of 0.03 ng/l or 0.3 ng/l. The customer stated that the troponin I value was negative, but was not sure of the exact value. The sample was also sent to a third hospital for troponin t testing on a second e411 analyzer, resulting as 0.01 ng/ml. The specific troponin t assay used on the e411 analyzer at the third site was not provided. The values obtained by the second and third hospital were believed to be correct. The patient was not adversely affected. The e411 analyzer serial number was (B)(4). The field service engineer checked the instrument. He checked adjustments and all were within specifications. He ran performance testing and results were within specified ranges. The instrument was working within specifications. The field application specialist believed the issue may to be due to the highly sensitive nature of the assay. He checked calibration and control data. These were acceptable. The performance of the analyzer was acceptable and there no issues with any other assays.

Manufacturer narrative:
The patient presented symptoms of tightness of the chest and shortness of breath. The patient was then tested for tntstat5. Due to the elevated tntstat5 result, the patient was sent to either a hospital or the emergency room. No other treatment was provided to the patient as the cardiac testing of the patient was negative. There was no indication of a reagent issue as calibration and controls were within expectations. The customer stated that sample tubes were significantly under-filled. The sample centrifugation time was determined to be insufficient. The investigation was unable to find a definitive root cause.